Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon wings were in a deflated state and had been subjected to positive pressure. Solidified media was found to be present along the length of the shaft and within the balloon material. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. However due to the presence of the solidified media, this was not possible and so the device was soaked in the water bath in order to allow the media to soften. Once removed, an inflation attempt was again undertaken, and the balloon was successfully inflated to its rate of burst pressure of 12 atmospheres. A vacuum was then applied. The inflation device was verified at 12 atmospheres, before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 12 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no issues with the shaft of this device. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed, 10mm x 2.0mm target lesion was located in the severely fibrous plaque and calcified nodules of the left anterior descending artery. A 10/2.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon burst. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed, 10mm x 2.0mm target lesion was located in the severely fibrous plaque and calcified nodules of the left anterior descending artery. A 10/2.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon burst. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.